Manufacturer narrative:
(B)(4). Date sent: 03/23/2010. Info is unavailable; device was not returned for eval. Eval summary - the complaint could not be confirmed because no device was returned for analysis. Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.

Event description:
It was reported that during an appendectomy procedure, the device did not staple. It was not reported how the procedure was completed. There were no adverse consequences to the pt. One device was discarded because the pt possibly had (B)(6).